Manufacturer narrative:
Controls were run before the incident, but not after the event. The unit currently is performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The customer requested service and beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the analyzer and found baths were not draining. Upon further inspection, the fse discovered that the pump was not working properly causing the baths not to drain. The fse replaced the waste pump and also removed clogs in the waste tubing and this resolved the issue. The fse performed system verification, which passed. Failure mode was attributed to an inadequate draining of the baths due to a plug in the waste pathway.

Event description:
The customer reported to beckman coulter (bec) that erroneous hemoglobin (hgb) and hematocrit (hct) results were obtained on the first two patients after processing morning controls on the coulter act diff 2 analyzer. Erroneous results were suspected because the hemoglobin/hematocrit (h/h) ratio did not correlate. The example given was 11 hgb with a 22 hct. The instrument printouts were requested, but were not provided by the customer, therefore further evaluation and flagging could not be assessed. No erroneous results were reported out the laboratory. There was no death, injury, or effect to patient treatment.